Event description:
An email was sent with pictures from the facility that they had a bed frame with a broken weld.

Manufacturer narrative:
Bed was inspected by primus medical on 12/11/2013. The inspection determined that the bracket where the foot high-low actuator mounts onto the backbone of the bed frame broke off. A new bed frame was shipped out on 12/09/2013. This problem has been assigned CAPA (B)(4), and a follow-up report will be submitted upon completion of the corrective action.